Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the powers off for no reason. Customer's blood glucose level was unknown. Customer's mother stated that the he was wearing the pump but had major issues with the insulin pump. Customer also reported that the insulin pump had no delivery alarm. Troubleshooting was declined. The device will not be returned for analysis.